Event description:
An initial report has been received regarding today, her husband's chair stopped working. Reportedly she troubleshot the chair by disengaging the motors then re engaging. Reportedly, this device is now functioning but she wants to be proactive just to make sure it doesn't happen. No injury. No stranding.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsi-2, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1143190, rev.k(mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of this event has been contacted for additional information. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.